Event description:
The customer contact reported an electrical shock. The docking station which was plugged into ac power was attached to a pump that was being used to deliver tpn. It was reported that the nurse's hand received an electric shock when the docking station was touched. The device was powered off. It was reported that when the device was being removed from clinical service, a "considerable amount of white fluid ran from the bottom of the device." There were no reported adverse effects to the nurse. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.